Event description:
Reporter states that in (B)(6) 2011, she had essure implanted. Since then, she began experiencing excruciating pain. She had irregular menstrual periods, loss of appetite, dizziness, loss of energy and severe bloating that sometimes she looked like a pregnant lady. She also suffered from nausea, stabbing back pain, insomnia, panic attacks, continuous yeast infections and severe depression. She had a cyst in her fallopian tube, and had to undergo a procedure in (B)(6) due to a hydrosalpinx (fluid accumulation in her fallopian tube). The doctor told her this was most probably due to essure. She states that on (B)(6) 2012, she had to undergo a second procedure which was a hysterectomy due to the fact that she was diagnosed with adenomyosis which is the formation and continues growth of scar tissue in her uterus and adhesion of inner body organs. She is very sure, the cause of all the above problems was essure, because as soon as she had the hysterectomy done, she has not experienced any more of the above symptoms.